Event description:
Reporting 2 asymptomatic employees testing repeatedly positive during pre-work screening tests. The customer communicated the results were confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: tested 5x retained and returned devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: can not duplicate with retains or returns. Source: phone.